Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician confirmed the reported leak test issue. The manufacturer¿s international service technician replaced the oxygen solenoid valve to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.. The oxygen valve solenoid assembly was return for analysis. An investigation was performed and the oxygen valve solenoid assembly was tested and no failures were identified

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the high pressure leak test (pvt test 2). There was no patient involvement.